Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer-reported complaint. The large hem-o-lok clip applier instrument was found to have a loose grip cable at the grip hub. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. However, a broken grip cable was observed. Also, the instrument was found to have a broken grip cable at the proximal end. The housing was removed, and it was found that the cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring, cage and inner ring of the bearing.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the cable broke while clipping. The procedure was completed with no reported injury.